Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. Patient stated she had been having problems with upper back and neck going out for the last 6 months and has been to the chiropractor a couple times and when they turned on the stimulator, they could feel the spot where it went into the spine and it felt sore. It was reported that when the patient turned stimulation on and off, they could feel it where the leadwire goes into spine and stated this started happening 2-3 weeks ago. Patient reported that she had a fall in the snow earlier this year at the end of january or early february and was worried they could have pulled something out. No further complications were reported/anticipated.